Event description:
It was reported that this patient experienced syncopal episodes in the hospital. Upon review, it was noted the loss of capture on the right ventricular (rv) channel, which led to pacing inhibition greater than two seconds of asystole. It was believed to be caused by a lead perforation. Additionally, high pacing impedance measurements were also noted. The patient was admitted to the hospital and a revision procedure was performed. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced syncopal episodes in the hospital. Upon review, it was noted the loss of capture on the right ventricular (rv) channel, which led to pacing inhibition greater than two seconds of asystole. It was believed to be caused by a lead perforation. Additionally, high pacing impedance measurements were also noted. The patient was admitted to the hospital and a revision procedure was performed. The rv lead was repositioned and remains in service. Then, a revision procedure was performed, the rv lead and pacemaker was explanted and replaced. No additional adverse patient effects were reported.